Event description:
When advancing stent over guidewire, it was noted that the stent was partially deployed. The red safety clip which prevents deployment was still in place. FDA safety report ID # (B)(4).